Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Device history record (DHR) review was unable to be conducted for the radio frequency controller as the identification number was not provided by the complainant.

Event description:
It was reported to hologic via email on (B)(6) 2020 that during an endometrial ablation procedure the physician had reported dissatisfaction with the novasure advanced device. The physician added that she had a perforation with this novasure case. No additional information has been provided at this time.

Manufacturer narrative:
Follow up correspondence from the user facility provided additional information related to this case: the physician discovered a uterine perforation suspected to be near the fundal region after an alert for a failed cavity integrity assessment (cia) test. The physician performed a hysteroscopy and noted there was no cavity distension. The physician reports that the patient is well and will reschedule a follow up procedure. The case was discussed with the rep and troubleshooting techniques were suggested. Likely cause was determined to be underdilation of cervix and increased force used to insert device may have resulted in the perforation at the fundus.